Event description:
It was reported that noise was observed via review of iegm and was detected as fibrillation. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.